Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system¿s universal surgical manipulator (usm) 1 to resolve the customer reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint, "error 23094 on axis 1." Fa installed and tested the unit on an in-house system and no errors were triggered. However, when the unit was tested on the patient side cart fixture test platform (pftp), the yaw chipencoder virtual absolute (cva) failed. Fa noted the root cause was attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon experienced a repeated occurrences of a recoverable error. However, the surgeon contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) after the procedure was completed. The surgeon reported that the procedure was converted to laparoscopic, due to the repeated errors. The tse reviewed the system logs and confirmed error 23094, an encoder transition error reported by the system's universal surgical manipulator (usm) 1, axis1. There was no report of patient harm, injury, or adverse outcome.